Manufacturer narrative:
H3. Device analysis for ins (B)(6) revealed no significant anomalies and was functionally okay. The ins was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The ins passed functional testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received by the manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported that the patient experienced no pain relief. Both leads had a problem, orange impedances around 19,000 ohms. On (B)(6) 2024 surgery was performed. Impedances were checked again. The leads were tested with a wireless external neurostimulator, one lead showed a broken point of red impedances above 40,000 ohms. The patient decided in the or to have the whole system removed. The two leads were destroyed, the ins will be returned.

Manufacturer narrative:
Continuation of d10: product ID: neu_unknown_lead, lot#: unknown, implanted: (B)(6) 2024, explanted: (B)(6) 2024, product type: lead. Product ID: neu_unknown_lead, lot#: unknown, implanted: (B)(6) 2024, explanted: (B)(6) 2024, product type: lead section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, product ID: neu_unknown_lead, serial/lot #: unknown, UDI#: g2: germany. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.